Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be cardiac arrest. Six days prior to death, the patient was hospitalized for another indication. Treatment during hospitalization was unknown. During hospitalization, the patient experienced a cardiac arrest and subsequently died due to cardiac arrest on the same day. It was unknown if pd therapy was ongoing until the time of death or whether the patient was performing pd therapy on a homechoice at the time of death. The esrd death notification is not available. An autopsy will not be performed. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date during hospitalization. It was reported during follow up that the patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was reported to be due to an unspecified minicap issue. It was reported that the patient was hospitalized on (B)(6) 2015 due a fall, caused by weakness; both manifestations of the peritonitis event. During hospitalization the patient was diagnosed with peritonitis and was treated with an unspecified antibiotics (intraperitoneally, dose and frequently not reported). It was reported that the patient suffered multiple organ failure and passed away. The cause of death was reported as due to ¿multiple organ failure due to peritonitis infection¿. Pd therapy was ongoing until the time of death, however it was unknown if the patient was performing therapy with the homechoice device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The cycler remote toolbox software was used to pressurize the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.